Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Zhang, j., long, l., li, j., zhang, h., yan, w., abulimiti, a., abulajiang, n., lu, q., nguyen, t. N., & cai, x.; neuroradiology; 2024; 66:1021¿1029; impact of obesity-related indicators on frst-pass efect in patients with ischemic stroke receiving mechanical thrombectomy; doi.org/10.1007/s00234-024-03350-x literature was reviewed regarding: "impact of obesity-related indicators on first-pass effect in patients with ischemic stroke receiving mechanical thrombectomy." The objective is to evaluate obesity-related indicators as potential predictors of the first-pass effect (fpe) in patients with acute ischemic stroke receiving mechanical thrombectomy (mt). The time frame of this study was: january 2019 to december 2021. Multiple manufacturer¿s devices were used in the study population. The study mentions various medtronic thrombectomy devices including stent retrievers like solitair fr and solitair ab as well as contact aspiration using the react 68 catheter. Deaths occurred in the study population. The study reported a total of 2 deaths (1.3% of patients), with one death in the fpe group (2.1%) and one in the non-fpe group (1.0%). However, the document does not specify the causes of these deaths. Among patient adverse events included: higher rates of subarachnoid hemorrhage (sah) in non-fpe patients (0% vs. 11.5%, p = 0.018).  Non-fpe patients had a higher rate of rescue therapy (balloon angioplasty or stent implantation), (0% vs. 13.5%, p = 0.012).  Heidelberg bleeding classification: 3c: 12 (7.9%) total, with 0% in fpe and 11.5% in non-fpe (p = 0.018). Intracranial hemorrhage: 70 (46.3%) total, with 23 (48.9%) in fpe and 47 (45.2%) in non-fpe (p = 0.726).  Symptomatic intracranial hemorrhage: 14 (9.3%) total, with 5 (10.6%) in fpe and 9 (8.7%) in non-fpe (p = 0.764). Asymptomatic intracranial hemorrhage: 56 (37.1%) total, with 18 (38.3%) in fpe and 38 (36.5%) in non-fpe (p = 0.857).  Clinical outcomes of interest: non-fpe patients had a longer median procedure time (145 minutes vs. 101 minutes, p < 0.001), a lower rate of 24-hour early neurologic improvement (16.3% vs. 31.9%, p = 0.034), and a higher probability of functional decline at discharge (mrs 4¿5) (57.7% vs. 38.3%, p = 0.035). No further information was provided pertaining to medtronic products.